Event description:
A patient undergoing a trial with the evoke spinal cord stimulation (scs) system reported headaches and diaphoresis. The patient presented to the emergency department, where a computed tomography (CT) scan was performed and the trial leads were removed. The patient was transferred to the hospital, and a magnetic resonance imaging (MRI) was conducted. Imaging identified a low cerebrospinal fluid (csf) level. No additional intervention was reported.